Event description:
Patient has permanent pacemaker, manufactured by abbott, initially implanted on (B)(6) 2009. Patient underwent generator change (dual chamber pacemaker) on (B)(6) 2019. Model # pm 2272. Serial number: (B)(6). The patient was admitted to the hospital via the emergency room on (B)(6) 2025 for symptomatic bradycardia with heart rate in the 30s. The pacemaker generator was not functional. It could not be interrogated. A magnet placed over the device resulted in no affect. I am told that there is no known recall or advisory on this specific device. If the patient was pacemaker dependent, the patient would have died. I performed an urgent pacemaker generator change on (B)(6) 2025. Of note, remote interrogation of the device 2 months earlier showed normal function and expected battery longevity of greater than 3 years.